Event description:
The labor and delivery staff alleged that the bed had an unintentional hi/low movement when the patient leaned to the left.

Manufacturer narrative:
The technician inspected the bed and its functions. He was unable to detect or duplicate any unintentional movement.